Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues and the battery was heating up too much which caused sharp pains around the ipg site. The patient underwent an explant procedure. The explanted ipg will not be returned.